Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.

Event description:
It was reported that, "when the pt fell off his bicycle, the centrax was dislocated. Therefore, the surgeon performed a revision surgery and implanted new centrax on the pt."